Event description:
It was reported that customer was having sensor issues. Customer stated that she got calibration error, large difference on sensor and blood glucose readings and it goes to threshold suspend. Customer's blood glucose was 245 mg/dl and sensor glucose was 40 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.